Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the family of a patient using both a ventilator and oxygen noticed that the waveform display of the device with the relevant serial number appeared different than usual, raising concerns about measurement accuracy. The family suspected a device malfunction and requested a performance test. After replacing the disposable sensor, the spo2 and pr values were within the normal range but the displayed waveform still appeared unusual, so the sensor was replaced. No patient harm was reported.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 correction: d8, h5, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the family of a patient using both a ventilator and oxygen noticed that the waveform display of the device with the relevant serial number appeared different than usual, raising concerns about measurement accuracy. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the family of a patient using both a ventilator and oxygen noticed that the waveform display of the device with the relevant serial number appeared different than usual, raising concerns about measurement accuracy. The family suspected a device malfunction and requested a performance test. After replacing the disposable sensor, the spo2 and pr values were within the normal range but the displayed waveform still appeared unusual, so the sensor was replaced. No patient harm was reported.